Manufacturer narrative:
Two samples were returned and one sample was not returned. There was one case with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221) and a conclusion code of cause not established (4315). There was one case with a method codes of analysis of production records (3331), testing of actual/suspected device (10), a result code of no findings available (3221) and a conclusion code of cause not established (4315). There was one case with a method codes of analysis of production records (3331), testing of actual/suspected device (10) and analysis of data provided by user/third party (4112) a result code of no findings available (3221) and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age was unknown. There was one female patient and two patients with unknown gender.

Manufacturer narrative:
Additional information provided in h.6. And h.11 two samples were returned and one sample was not returned. There were three cases with a method code of analysis of production records (10). There were two cases with a method code of analysis of data provided by user/third party (4112). There were two cases with a method code of testing of actual/suspected device (10). There was one case with a method code of device not returned (4114). There were two cases case with a result code of no findings available (3221). There was one case with a result code of operational problem identified(114). There was one case with a result code of inappropriate material (202). There were two cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (19). There was one case with a conclusion code of failure to follow instructions (18). The manufacturer internal reference number is (B)(4) . The manufacturer internal reference number is: (B)(4)